Manufacturer narrative:
The insulin pump was received with intermittent esc and act button response due to corroded keypad traces. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
It was reported the customer received a keypad anomaly. The customer stated their buttons were unresponsive. It was found the customer was unable to clear their alarms due to the unresponsive buttons. Customer's blood glucose was 281 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.